Manufacturer narrative:
(B)(4). Information is unavailable. Cartridge. Additional information was requested and the following was obtained: what anatomical structure was the device fired on? Pedicle of spleen. What color reload was used? White. Were any staples delivered lateral to cut line? Yes. Were any unusual noises heard? No. If fired on a vascular structure, was proximal and distal control established? No. Was the device fired in the articulated or straight position? Unknown. Is the amount of blood loss known? Unknown. Were any blood products used? No. What is the current condition of patient? Now the patient is fine. The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the returned reload was noted to have massive dried body fluids. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The returned device was tested for functionality with a test cartridge reload in the articulated position by loading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a total spleen resection, no staple line deployed after first firing with white reload. The cut line was deployed. Bleeding after firing and the procedure converted to open. Changed hand sewing to complete the procedure.